Manufacturer narrative:
This report is part of a retrospective review and remediation. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Svn:(B)(4) 1. Start date of the sensor: (B)(6)2021 2. Start hour of the sensor: 3. Sensor start missing reason: 4. Location of sensor insertion: abdomen 5. Date of sensor alert: (B)(6)2021 6. Hour of sensor alert: 7. Sensor alert missing reason: crm service notification text (B)(6)2021 22:20:07 erp_rfc_user related svn 000313650654 _crm service notification text (B)(6)2021 22:10:28 erp_rfc_user related svn 000313650655 crm service notification text (B)(6)2021 21:59:35 denzor2 customer concern: was just doing normal therapy dop114-980doc: site issues document the location, size and shape of the site issue: no distinguishable marks document description of the site issue: no distinguishable marks is customer reporting a skin issue associated with product insertion site?: yes is customer reporting bruising, hematoma, blood at site?: yes is the site actively bleeding at the time of call?: no explain possible cause of blood at site is that product may have been inserted in a capillary/blood vessel. Would customer like to continue troubleshooting site issue(s)?: no is non-serialized product being replaced?: yes document replacement mmt# and quantity: 2 x mmt-7020b 1 x mmt-7715 is non-serialized product being returned?: no dop114-980doc: loss of communication/bg not received/no calibration occurred document system model number: 670g document transmitter model: mmt-7811 customer reports loss of communication between pump and transmitter (e.g. Cannot find sensor signal, lost sensor signal, check connection, sensor signal not found). Document what alarm(s) customer received: lost sensor signal is customer reporting bg not received/no calibration occurred message?: no is the correct transmitter ID programmed into pump?: yes is customer reporting a loss of communication event that has been resolved and/or sensor has been removed?: no is customer calling back after being requested to fully charge transmitter during previous troubleshooting?: no advise customer there are a few alerts that can occur while system is attempting to re-establish communication. Would customer like to review alerts?: no explain in order to determine possible cause of loss of communication, we will need to ask to disconnect transmitter from sensor and check a few other system behaviors. Would customer like to continue troubleshooting to review factors that may lead to loss of communication?: yes advise customer to disconnect the transmitter from the sensor and check connections. Check the connection bridge and transmitter pins for damage. Is connector bridge or pins damaged?: no advise customer to ensure pump is on the home screen and reconnect transmitter to sensor. Advise customer when they connect their xmtr to their sensor to ensure that they keep them as flat as possible to avoid connecting at an angle. Did the transmitter led blink on and off (led takes up to 20 seconds to start blinking)?: yes is pump communicating with transmitter?: no advise customer to delete transmitter serial number from pump and wirelessly connect transmitter serial number to pump per IFU. Is pump communicating with transmitter?: no has customer had charger for greater than 1 year?: yes advise customer that transmitter may not be working. Advise customer the serialized device will need to be replaced: yes instruct customer to discontinue use of the serialized device: yes inform customer device is out of warranty (oow). Is non-serialized product being replaced?: no is non-serialized product being returned?: no hippa verified: yes, with name, telephone number and dob bg: n/a weight: unable to obtain email address: unable to confirm advised tat and online resource: yes inserted: november 21, 2021 site: abdomen reference: mmt-7020a lot #: unable to obtain sent a new transmitter charger tried pairing transmitter to the pump: unsuccessful eliminated all possible signal interference: sti.